Event description:
It was reported that on (B)(6) 2025, a 27mm naviror vison valve was chosen for a transcatheter aortic valve replacement (tavr) using a large flexnav delivery system. The length of the membranous septum was 3.6 mm. During procedure; the patient had a complete heart block (chb) just after the pre-implantation balloon-aortic valvuloplasty (pre-bav) and a temporary pacing catheter was placed. The valve was implanted at a depth of 6mm. Post-procedure, patient received a permanent pacemaker (ppm). Overnight patient had a stroke and the symptoms were right sided weakness, confusion, garbled speech and word finding difficulty. The patient was reported inpatient.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block, stroke, and movement disorder was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported heart block and stroke could not be conclusively determined. The reported movement disorder is a cascading event of the stroke. The reported unexpected medical intervention, hospitalization, and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.